Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurrx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It is reported that on (B)(6) 2014, heli-fx endoanchors were implanted to treat a type ia endoleak. The cause of the event is unknown. No further clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received on this case reported that at time of intervention, the maximum aaa diameter was 68mm, aneurysm diameter at 1mm below the lowest renal was 25mm, neck length was 24mm and the proximal aortic neck angulation was 18 degrees. There was 10% calcium at the seal zone. It was reported that 10 endoanchors were implanted approximately 10 years post index procedure to treat the type ia endoleak, the procedure was successful. If information is provided in the future, a supplemental report will be issued.